Event description:
It was reported to the company that the pt developed an infection. The pt has otorrhea from rear end of his ear and the pt "sees pus increasing" around the implant. Surgery to clear out infection and explant the pt's device will be scheduled. Advanced bionics is currently in the process of collecting add'l info. When new info becomes available, a follow-up report will be sent.